Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tka surgery was performed on (B)(6) 2018. During the surgery, the surgeon installed ap cutting guide med after size measurement to the patient¿s knee joint, and drilling was performed normally using the im initiator drill for the tibia. Then, when the surgeon tried to mount the rod to the guide, it was reported that femoral im alignment rod could not be mounted to the cutting guide because the holes could not fit. The surgery was completed by hammering the alignment rod into the cutting guide with a hammer. After surgery, the surgeon checked the instrument¿s condition, and found that it was difficult to detach it by hand. There was less than 30min. Surgical delay and there was no adverse consequence to the patient. No further information was provided by the hospital.